Event description:
It was reported that this system exhibited out of range shock impedance measurements which were greater than 125 ohms. Review of the stored data identified a gradual rise in the measurements over a six month period following fifteen years of stable measurements. Fluoroscopy showed the proximal connection on the right atrial coil separating from the coil, appearing to also show insulation damage. A revision procedure was performed and the system was removed from service and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.